Event description:
The customer reported an error condition of "diluent comparison out of limits" was generated when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the bsv (blood sampling valve) and addressed disconnected tubing at the sweep flow reservoir. (B)(4).